Manufacturer narrative:
The event occurred sometime in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device experienced slow or no flow during use with a non-baxter stopcock. The reporter stated that the stopcock was not ¿opening the one-link valve all the way.¿ this occurred during a transesophageal echocardiogram procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.